Event description:
Treatment of an avm with onyx. It was reported during onyx injection, the physician noticed onyx was not arriving at the site and as the catheter had ruptured. Under x-ray, the physician widen the view and noted onyx had embolized the gastroduodenal artery. No patient injury reported. Same event as MDR# 2029214-2008-00217.

Manufacturer narrative:
The device will not be returned as it was consumed.